Manufacturer narrative:
The guidewire is being retained by the hospital, so no returned product analysis will be available.

Event description:
During a ptca procedure, the guide wire perforated the vessel, resulting in pericardial effusion. A pericardial tap and surgical intervention were performed. Pt status is listed as "ok".